Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was incorrect label information. The following information was provided by the initial reporter. The customer stated: "the expiry date on the box was 2011 however the expiry date on the needle itself is 2027."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect content on shelf pack label was observed. Additionally, 2 retention shelf cartons from bd inventory were evaluated by visual examination and the issue of incorrect content on shelf pack label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect content on shelf pack label. Bd was not able to identify a root cause for the indicated failure mode. As a preventative action, inline barcode scanning equipment was added to the line in april 2022 to capture incorrect label information.